Event description:
It was reported that during an unk procedure, the device clips would not advance. The procedure was completed with another device. There was no adverse consequences to the pt.

Manufacturer narrative:
Jaw. Eval summary: the analysis results of the el5ml found that the device was received in good visual condition. It was cycled and fed and formed one conforming clip, during the second firing sequence the left jaw ramp broken off ejecting the remaining clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.